Manufacturer narrative:
The patient's initial date of implantation is currently unknown. This report is submitted on 15 october 2020.

Event description:
Per the clinic, it was reported that the patient experienced adverse tissue reactions at the implant site. Subsequently, the patient underwent revision surgery (date not reported) in order to debride excess skin at the implant site.